Event description:
It was reported by the customer that before an unknown procedure the device gave error 4. No pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was returned and was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may result for temperature issues to occur. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.